Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician felt resistance when attempting to advance the device over the wire guide. A visual examination of the device confirmed that the sheath separated from the hub. The device was replaced with another one.